Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported a sensor failure in which the sensor wire detached during removal and remained embedded in her skin. She described feeling something in her skin similar to a ¿splinter,¿ though she was unable to visually identify it. The patient did not attempt to remove the sensor wire herself and did not use any medications. The patient inserted a new sensor; however, this sensor also failed, resulting in another sensor wire detaching and remaining in her skin. As a precaution, the patient drove herself to the emergency department (ed), where an x-ray was performed. No medications were administered. Imaging confirmed the presence of a foreign object, and a physician performed an incision to remove the sensor wire successfully. It was not documented whether anesthesia was used during the procedure. The patient did not report the duration of her ed visit and stated there was no change in how she felt following the event. On (B)(6) 2026, a technical support (ts) agent confirmed with the patient that the physician made two separate incisions at two different locations on her arm to remove the sensor wires. No further medical intervention was documented. Data was received but not investigated as data will not confirm the issue. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a detached sensor wire. The probable cause could not be determined. No additional patient or event information is available.